Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device never did work right from day one. The legs were over stimulated and the back was under stimulated. Many programs were tried. It always took too long to recharge the battery and patient couldn't move much without losing contact with the battery position. The doctor had the programmers write new programs, which didn't help. The equipment needs to be changed so that it will recharge quicker. The stimulation issues, lack of therapeutic effect and longer charge issue had not resolved at the time of this report. Patient's managing hcp closed his office and moved to texas. Patient provided their weight information. No further complication were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable stimulator (ins) for multiple back operations and spinal pain. It was reported that the patient's trial system worked great to relieve the target pain in the small of his back and he was able to be off medication completely, however, the permanent system had never been able to help his target pain. The patient stated that it always sent stimulation down his legs if he turned it up enough to help the pain; the patient said the stimulation in the wrong location caused his legs to be weak and he could not walk but if he turned the stimulation down then it was not strong enough to help his target pain. The patient reported that when the permanent system was first implanted it was only stimulating one side. The healthcare professional (hcp) had to perform another surgical procedure a month later, in (B)(6) 2014, to get stimulation on both sides; the patient was not sure if any components were replaced or what the details of the surgery were. The patient stated that the surgical revision was not successful in relieving the target pain either as the stimulation in the wrong location and leg weakness continued. The patient reported that he was reprogrammed by a manufacturer representative but that was also unsuccessful in relieving the target pain and leg stimulation. The patient also reported that it took him too long to charge the ins noting that he would lose recharge coupling if he moved a little bit and that he would spend most of his day charging the battery because of that. The patient did not want to perform any troubleshooting and was pursuing getting the system removed. No further complications were reported/anticipated.